Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follow: date: (B)(6) 2013, inratio: 2.4, lab: 4.7, time between testing: (two hrs). Pt's therapeutic range is 2.0-3.0. Pt was hospitalized due to vaginal bleeding prior to testing on the inratio meter. Lab result was obtained before pt went home and tested on the meter.

Manufacturer narrative:
Pending investigation.